Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the package was unsealed and the product was missing. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Reported event was confirmed by review of photographs provided. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to inadequate work instruction for sealing operations / inadequate verification after sealing as determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.